Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic appendectomy and laparoscopically assisted vaginal hysterectomy, part of the plastic molding around jaw broke off. It was retrieved from a patient with a laparoscopic grasped and removed through trocar. Open another device and completed the procedure. There was no patient injury.